Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with klrp for further evaluation. No damage is observed to the lens. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection was conducted with acceptable results. Information was provided that the toric (1.50cyl), 23.0 diopter (add power +2.2/+3.2) lens was replaced with a non company 22.5 diopter toric lens. Due to the exchange of a multifocal toric lens to a monofocal toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had blurred vision, hazy, halos. The iol was exchanged for non-company lens. Clinical reason for explant mentioned as mechanical defect. There are two medical device reports associated with this complaint. This report is 1 of 2.